Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported that the customer indicates that staff and physicians are having difficulty viewing the tip marker with chest x-ray when trying to verify location of intra-aortic balloon (iab) catheter inside the patient. The manufacturer's representative reviewed patient x-rays and confirmed with the staff that the tip was clearly visible via x-ray and that the outline could be visualized clearly. In this case there was no patient injury or harm.

Manufacturer narrative:
(B)(4). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. Visual examination confirmed that both tip and rear tantalum markers were in place per specification. We are unable to determine the cause of the reported complaint since we cannot mimic the clinical setting or patient anatomy. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that the customer indicates that staff and physicians are having difficulty viewing the tip marker with chest x-ray when trying to verify location of intra-aortic balloon (iab) catheter inside the patient. The manufacturer's representative reviewed patient x-rays and confirmed with the staff that the tip was clearly visible via x-ray and that the outline could be visualized clearly. In this case there was no patient injury or harm.